Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebt0146 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebt0146) have been reported from two us facilities.

Event description:
The facility reported to the sales rep that during use a hole was noted at the hub and extension leg connection. It was stated a new line placement was attempted.